Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found that there was rust and grim on the side rail latch. The technician cleaned the side rail latch to resolve the issue.